Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte ext set, luer-lok 6 in micro bore leaked the following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2024: a nurse gave catheter infusion to a PICC patient and gave a needle-free closed infusion connector connecting the diaphragm, and the connection was oozing after the infusion. There is a risk of potential infection to the patient, the nurse immediately replaced the new diaphragm needle-free closed infusion connector, continued the infusion, and reported to the medical consumables management department if the above situation did not occur again. The medical consumables management department will conduct an investigation and keep the supporting photos, and the procurement office will notify the supplier to check the situation in the department.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a damaged q-syte connector was confirmed from the photograph that was provided for investigation. The photo showed a q-syte connector with the septum pulled away from the top body. The adhesive bond between the top disc and the flange on the top body was apparently broken. A dark colored region was noted on the column of the septum, which indicates that the septum may have been damaged in this location. A functional test could not be performed without the physical sample. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues.